Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on several occasions. On (B)(6) 2017 they had a blood glucose reading of 23 mg/dl at the time of the incident. The customer was taken off the pump on (B)(6) 2017 and reverted to manual injections. The customer was given liquid glucose and candy to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The caller stated that they met with their local trainer and health care professional who both found the pump not working properly and needing replacement. The health care professional also stated that the customer's body is reserving insulin. Troubleshooting was not completed. The customer was also having issues with the sensor not warning him when he was going low. The insulin pump will be returned for analysis.